Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm monopolar curved scissors had a broken black conductor wire. The procedure was unknown how it was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use. There were not any loss of cautery associated with broken/loose cable. No signs of thermal damage and arcing.